Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional info pertinent tot he incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a sub-total gastrectomy, the surgeon discovered that a small metal part between the handle and the body of the device was broken. Nothing fell into the pt cavity. Another device was used to complete the procedure. There was no tissue damage, no bleeding and no pt injury. The device has been discarded by the site.